Event description:
The customer contact reported that during testing at the user facility the device failed the psc ambient temperature test. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing , the device failed the psc ambient temperature test. The probable cause was due to a broken power supply controller printed circuit board and dirty fan blades. This report represents all info known by the reporter upon query by hospira personnel.